Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose level was 432 mg/dl at the time of incident and the current blood glucose level was 432 mg/dl. The customer was assisted with troubleshooting. Customer also stated that the insulin pump had motor error and keypad anomaly. Customer stated that they had hard time pressing the buttons. Customer stated that they experienced low blood glucose values. Customer¿s low blood glucose value at the time of incident was 45 mg/dl and the current blood glucose value was 432 mg/dl. Customer reported the drive support cap appears normal. The customer was treated with insulin pump for high blood glucose level. Customer had experienced blood glucose level of 335 mg/dl also. The customer stated that the symptoms related to high blood glucose such as stomach pain. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response at esc, act, up and down due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to no button response. No button error alarm during testing. However, keypad flattened button dome switch was found on bolus, esc, act, up and down.